Manufacturer narrative:
The customer¿s complaint of failing preventative maintenance was confirmed and reproduced during testing. Inspection of the device showed: the wiper arm and fingers were observed damaged the tube guide rod was observed bent lubrication was observed on the guide rod and lead screw. Contamination and marks were observed on the linear sensor. Review of the syringe pump error log showed no recent errors were recorded. Review of the syringe pump event log showed, prior to the issue being reported to bd, the syringe pump was attached to pcu (sn (B)(4)) and powered on in maintenance mode on 15 november 2019. The syringe module was powered on but not in use after 15 november 2019 to when the device was returned for investigation after replacing the damaged wiper and bent guide rod and calibrating, the syringe module passed all preventative maintenance tasks. The proximate cause of the complaint of failing preventative was believed to be due to the damaged wiper and bent guide rod. Contamination observed on the linear sensor may also have contributed to the failure. Device history review: review of the source device syringe module (sn (B)(4)) service history record showed the device had a manufacture date of (23feb2010). A review of the device service history record was performed beginning from the date of manufacture to the present date (03sep2019) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the syringe pump failed testing during preventative maintenance. There was no patient involvement.